Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbus0036 showed three other similar product complaint(s) from this lot number.

Event description:
The facility reported: "after we access the line by safe step we face a leaking in extension close to luer lock and this recurrent in three incidents." This report addresses the second device.